Event description:
The affiliate reported a customer who has an employee that complained of skin irritation after removing a load from the unit. The customer did not provide information regarding the contact site. The employee went to the emergency room, but did not provide potential treatment information. The sales representative went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, assessed at customer site. The sales rep found the vaporizer was not in place.